Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained data from 19nov2019 through 20nov2019. Transient low flow fault flags were captured on 19nov2019, when the estimated flow dropped below the threshold of 2.0 lpm. These faults resulted in 3 low flow hazard alarms lasting approximately between 1 and 304 seconds, each. No other atypical events were captured and the pump appeared to function as intended, operating at or above the low speed limit for the duration of the file. The account reported that the patient went into ventricular fibrillation (v-fib) arrest on (B)(6) 2019 and had corresponding low flow alarms. Following the event, the patient was in stable condition and the low flow alarms had resolved. It was also communicated that the device did not contribute to the patient¿s v-fib and had functioned as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. With regards to pump flow, this document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into ventricular fibrillation arrest and had corresponding low flow alarms. Manufacturer technical services reviewed the log file and observed low flow events starting on (B)(6) 2019 at 1824 through 1832. There were times after these events that the calculated flow as at the 2.5 lpm threshold but was not sustained long enough to elicit the audible alarm. No other unusual events were noted in the remainder of the log file. The patient was reported to be stable and it was concluded that the device operated as intended. No further information was provided.